Event description:
It was reported that the customer experienced a blood glucose (bg) level of 432-433 mg/dl with high ketone levels of 82-83 mg/dl resulting in diabetic ketoacidosis; cause was due to occlusion alarms. Reportedly, customer used fiasp insulin within pump supplies. Healthcare provider identified the ketone level as dangerous. Customer delivered a correction bolus via pump to address bg level. The customer was admitted into the intensive care unit (ICU), subsequently hospitalized, and treated with intravenous saline and insulin fluids. Customer was released from the hospital on (B)(6), 2023, with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.